Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  A versys femoral head and a constrained liner were returned. Visual inspection of the constrained liner shows fractured pieces of tabs on the outer circumference. The broken pieces were not returned. With the information provided, it could not be determined if the fracture identified on the liner occurred in-vivo or during the removal process. The constrained ring showed scratches and nicks. Visual inspection of the head identified scratches on the bottom surface around the taper, and on the spherical surface. No other damages were noted. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem. Unknown head. Unknown cup. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04651, 0001822565-2019-04652. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient underwent a revision procedure due to reduced mobility and a MRI scan suggesting some localized tissue abnormalities around the hip prosthesis. Additional information on the reported event is unavailable at this time.